Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a call service 069 alarm issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 02/16/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box revealed multiple cs 87 alarms. The ez-prime steps were performed correctly and the pump was exercised for 24 hours with no call service alarms occurring. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked from the bottom traveling to the bumper. Additionally, the display appeared dim and discolored.